Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported for a core vns subject that the patient had a site wound infection it was stated that the patient's treatment was modified and medication was added as a result of the site infection. The patient has recovered. Additional information was received that the infection is at the generator incision site, oral anti-biotics were used to treat the infection, and the infection has a causal relationship to the implant procedure. Device history records were reviewed for the generator and lead and the devices passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.